Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction of no image-unrestorable-error code (e231) was not confirmed. Additionally, scope communication error and loss of scope ID information was found during device evaluation. Based on the results of the investigation, it is presumed that the events occurred due to damage to the image sensor unit (e.g., disconnection) or failure of mounted components (ic chip, capacitor, etc.) On the electrical board due to stress from use, external factors, or handling. However, a definitive root cause could not be determined. The instruction manual states the inspection method associated with the events in "operation manual for ltf-s190-5/10 chapter 3 preparation and inspection 3.8 inspection of the endoscopic system". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the flex deflectable videoscope has no image-unrestorable-error code. There were no reports of patient harm.